Manufacturer narrative:
Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec, voids in the gel and crease fold. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: the unit is not rupture.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade IV. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade IV. Device has been explanted. This relates to the left side.